Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak). Results/conclusions: (angulated and severely tortuous vessel).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 20 mm long, reverse funnel shaped, ranging from 24.7 mm at the renal arteries to 23 mm to 20 mm in diameter at the top of the aaa, with 25 deg. Angulation, mild calcium, and no thrombus. The iliac arteries were non-calcified, but very tortuous and severely s-shaped. It was reported after deployment of the endurant bifurcated stent graft, the final angiogram showed a suspected proximal type I endoleak, most likely related to the aortic neck anatomy. A 25 mm endurant aortic cuff was placed proximally without issues resolving the proximal type I endoleak. No additional clinical sequelae were reported, and the pt is fine.